Manufacturer narrative:
Unit had intermittent button response due to flattened (creased) escape button dome switch. Unit had minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's escape button was difficult to press. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.